Event description:
It was reported that the 9800 system the technique would jump around during case. Also the x-ray would pulse on and off. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and the snubber board were replaced during the service call. The system was tested and found to be working as intended and put back into service.